Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc

Event description:
The clinician noted that, 4-5 months after the dental implant was placed in the patient's mouth, non-osseointegration was observed. The device will be forwarded to the manufacturer for investigation. There were no reported patient complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. In telephone contact, the dentist informed that he did not have information about lot number of the product.

Event description:
The clinician noted that, 4-5 months after the dental implant was placed in the patient's mouth, non-osseointegration was observed. The device will be forwarded to the manufacturer for investigation. There were no reported patient complications. (B)(4).